Event description:
Subject came to the emergency department (ed) on (B)(6) 2025 because she accidently pulled out her percutaneous nephrostomy tube (pcn) tube on the left side. Subject was admitted to the hospital for tubal replacement and was discharged the following day. Crc made treating physician aware of sae and the treating physician asked the subject about the percutaneous nephrostomy tube (pcn) tube during her follow up on the next appointment. Trial team was made aware of this event 12 hours after it occurred.